Event description:
It was reported that the customer's blood glucose level was 600 mg/dl. The customer received no delivery alarms from her insulin pump during boluses. The customer stated her previous infusion set had a bent cannula. Troubleshooting was performed. The customer was advised to change her infusion set at her earliest opportunity. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.